Event description:
Hill-rom received a report from the account stating the piezio alarm on the scale board was not producing any sound. The bed was located at the account in med surg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech support found the bed's scale out of calibration. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account calibrated the scale to resolve the issue. Based on this info, no further action is required.